Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the remote user interface on the 9800 system stopped working during a case. The rui was re-connected, and the system rebooted. The procedure was completed without incident. No patient injury was reported.